Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Additionally, dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, mid posterior descending coronary artery. A 3.0x18mm xience pro stent was implanted but a dissection was noted during use. Another unspecified 3.0x18mm stent was used to successfully cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.